Event description:
The customer reported that a pt burn occurred to the leg during a procedure. The cord was laying on top of the pt, or on the mayo stand. The burn is located on the left lower leg below the knee. The cord may have been running in this area. The output power would have been fairly high (actual settings unknown). The burn is second degree and treated with silvadine cream.